Event description:
It was reported that the patient had increased seizures leading to hospitalization. 5 back to back seizures. It was also reported that magnet swipe did not abort seizure and patient could not feel stimulation. The patient's most recent appointment prior to event showed "settings and device in good working order."

Event description:
It was reported that the patient had 2 seizures back to back. There had been no seizures since the incident. No additional relevant information has been received to date.